Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implantation, a scratch was observed on the posterior side of the lens after it was implanted. The lens was inserted and not removed, and it was left implanted. The procedure was completed the same day. In the surgeon opinion something physically scratched the posterior side of the iol. There was no patient harm. Additional information has been requested, yet no new information received.